Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged which caused pacing inhibition, and a sensing issue. The patient reported feeling dizzy. The lead was previously revised and later explanted and replaced. No further patient complications have been reported as a result of this event.